Event description:
Consumer complaint of high results. Meter gave results in the high 500's but when caller went to the hospital they got results in the 300's.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).